Event description:
It was reported that high pacing lead impedance and noise was observed. Noise was also observed in the shoulder region with provocation testing. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.